Event description:
It was reported the patient had an overstimulation sensation. The patient reported tingling after a coworker touched the patients left ear and cause a static electric shock. The patient reported tingling in his right fingers. He stated he had a "cloudy feeling" in his head "like being adjusted." It took about an hour for the patient to feel normal again. The settings on the internal neurostimulator (ins) were checked and did not change. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0527107v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0527107v, implanted: (B)(6) 2005, product type lead. (B)(4).